Event description:
It is reported that the surgeon performed an additional surgery to remove a foreign body initially assumed to be a fragment of cement. Upon removal, the item proved to be a small fragment of metal. After reviewing the post-op films on higher magnification, it is believed that the fragment originated from the tibial tray.

Manufacturer narrative:
This report will be amended when our investigation is complete.